Event description:
This spontaneous case report was received from a consumer in the united states on (B)(6)2014. The report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and experienced pelvic pain and fluid and cysts in the tube were found. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. Consumer was no pregnant. In (B)(6) 2011, the consumer had essure (fallopian tube occlusion insert), lot number 869756, implanted for contraception. Consumer reported in (B)(6) 2013 she started having pelvic pain really bad. They thought it might be her appendix but they could not find anything so they referred her back to her gynecologist. He said she had fluid and cysts in her tube and he told her she needed to have her tubes and coils taken out. He mentioned using cauterization during the removal process. Reported did not assess the device-event relationship.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information was received on (B)(4) 2014. Consumer has scheduled surgery to remove the essure and tubes on (B)(4) 2014. No further information was provided. Follow up received on (B)(4) 2014: new reporters added. Follow up (B)(4) 2014: no response after several follow up attempts. No new information was provided. Case closed. Follow up information received on (B)(4) 2014 from physician: patient's demographic information was provided. Last baby was born on (B)(4) 2009. Other medical history included: diagnostic laparoscopy for abdominal pain in 2001 and ibs. On (B)(4) 2011, essure lot number 869756 was easily inserted. Ativan and ibuprofen were used during insertion. Depo provera was used as back up contraception. On (B)(4) 2012, a hysterosalpingogram was performed and there was no evidence of tube patency. On (B)(4) 2013, an abdominal / pelvic CT was performed. No result was provided. On (B)(4) 2014, essure was removed due to patient's request (she insisted, according to physician). A salpingectomy was performed. During surgery it was noted proper placement at cornua. Patient was satisfied with outcome (recovered from symptoms after surgery). After this follow-up this case was upgraded to incident. Follow-up information received on (B)(4) 2014: ptc result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. (B)(4) additional ae case reports have been received to date in relation to batch number (B)(4) but none of these cases refer to similar type of medical events. No batch signal could be identified at this time. The medical event reported is not necessarily indicative of quality defect. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." Based on the information available, there is no reason to suspect a quality defect. Correction on (B)(4) 2014 based in follow up information received on (B)(4) 2014: after a company internal review the events: fluid in the tube and cysts in the tube were considered as related to essure. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(4) consumer who has essure (fallopian tube occlusion insert) inserted for contraceptive and experienced fluid in tube. This event is serious due to medical importance, listed in the reference safety information for essure and regarded as incident, since a salpingectomy was performed to remove essure. Additionally, a non-serious event was reported : cysts in tube. Cysts in tube (paratubal cysts or hydatid cysts of morgagni) usually originate from the mesothelium and are presumed to be remnants of the mullerian duct and wolffian duct and are generally benign. In chronic, subacute pelvic inflammatory disease, fluid in tube (hydrosalpinx) may be present, this condition is frequently caused by a previous tubal infection that results in distal tubal occlusion and the accumulation of tubal fluid and serous fluid within the tube. In this particular cse the patient presented, after essure insertion, pelvis pain and reported that she had fluid and cysts in her tube. Although limited information was provided the reported events, initially considered as unrelated to essure, were after a company internal review regarded as related to the suspect insert; since a contributory role of essure in event's development cannot be excluded. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect.